Event description:
The reporter indicated that when he tried the following steps with a 292-09x, he got ddd presets: inquire, return, user presets, and recall. 294-09 presets had been saved in a previous programming operation. He had not previously saved sr presets and ended up having to reboot the programmer. This could not reproduced in the lab with a 292-09 pacer.

Manufacturer narrative:
Analysis summary: user presets for marathon sr & dr models are stored in the same location in the rx-5000. When recalled, the last saved will be displayed (unless presets have not been previously stored for the model).